Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while the device was being used the pt received a liver laceration. There were no additional pt consequences. There is no indication that the device malfunctioned.